Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact, patient reported that device went off with the error and she passed out due to a low. Patient did not have to go to the hospital as she was administered some sugar. Dexcom technical support advised the patient to reset the device on (B)(6) 2014 and the outcome was successful.

Manufacturer narrative:
The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed the reported event of a hardware error. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.